Manufacturer narrative:
H3: the pain and subsequent revision reported cannot be confirmed from the information provided but may be the result of component loosening leading to a loss of range of motion as reported. However, the reported glenoid loosening, humeral loosening, and decreased range of motion cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and relevant product information was not provided. D10: 300-10-15/45, equinoxe replicator plate unknown. Equinoxe primary torque screw unknown. 310-01-47, equinoxe primary humeral head 47mmx18mm, 77082007.

Event description:
As reported, the patient has had many previous surgeries on their right shoulder, starting with scopes and then a hemi arthroplasty that was converted to an equinoxe primary total shoulder. The patient was never satisfied with their shoulder outcomes and reported pain, stiffness, and decreased motion. The patient presented to the surgeons office with these complaints. The surgeon scheduled the patient for revision primary total shoulder to a competitors reverse shoulder arthroplasty. The surgeon anticipated the implants being loose. The patient had surgery where the surgeon removed the equinoxe primary implants and glenoid anchors shown on the x-ray. He cultured and irrigated the joint/wound and reimplanted a competitors reverse tsa construct.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3.